Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported blisters under the electrodes and that her skin is raw. There is no alleged device malfunction. The patient's doctor recommended applying hydrocortisone cream to the skin irritation. There is no indication of serious injury. The current condition of the skin irritation is unknown.